Manufacturer narrative:
(B)(4):the complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary transhepatic stent device was used during a percutaneous transhepatic cholangiography with stent placement procedure on (B)(6), 2012.according to the complainant, the indication for the stent placement was treatment of a 2-3cm stricture in the mid common bile duct. It was reported that the patient's anatomy was tortuous. During the procedure, the stent was deployed successfully; however, while removing the delivery system the stent was dragged out with it. The device was removed from the patient and the procedure was completed with a different stent.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.